Manufacturer narrative:
The device was in clinical use at the time of the event. No delay in therapy was reported, and no medical intervention was required. The patient was moved to a different ventilator. No patient or user harm was reported. The data acquisition pcba was returned for failure investigation. The data acquisition (da) pcba was tested, and no failures were identified.

Event description:
The service technician reported that the unit alarmed with check vent: proximal pressure sensor auto-zero failed¿ occurred. A patient started to use the unit, and then the reported alarm occurred in 15 minutes. The dealer staff arrived at the hospital and confirmed the phenomenon in a hospital room. He/she replaced the unit with an alternative unit. The replaced unit was checked in a hospital me room, but the phenomenon was not duplicated. The customer reported that the unit was not in use on the patient, but o patient harm was reported. The unit was replaced with another unit. The service technician reported the phenomenon was confirmed through operation checking. The event log revealed that the diagnosis code of proximal pressure sensor auto-zero failed had occurred. As preventative measures against recurrence, the solenoid valve 3 and solenoid valve 4, which measured proximal pressure, and the da board, which obtained each pressure data, were replaced. .